Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.5/0.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.5/0.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Lens was explanted and replaced on (B)(6) 2023 in a separate surgery with a shorter length lens due to excessive vault. Problem was resolved. Patient is satisfied. Cause of event was reported as other; icl size selection issue device did not fail to perform. Claim#: (B)(4).